Event description:
The customer stated that she tested her blood glucose using her contour meter and a prestige meter. The contour read 229 mg/dl, while the prestige read 99 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips have ben sent to the customer.